Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had experienced worsening depression. The event was classified as moderate and possibly related to the implant procedure, stimulation, and the device. The outcome has not recovered or resolved. No other relevant information has been received to date.

Event description:
Updated information was later received reporting that treatment was not changed with the study device, but medication was added for the patient's worsening depression. The outcome of the worsening depression then recovered/ resolved. Later, it was reported that the patient was again experiencing worsening depression with a start date of 09/25/2023. The event is possibly related to the device and the outcome of the adverse event is not recovered/ not resolved. No other relevant information has been received to date.

Manufacturer narrative:
F7. Follow-up# corrected, supplemental #3 report. Inadvertently listed 01 instead of 03.

Event description:
It was later reported that the patient (B)(6) worsening depression has recovered/ resolved.

Event description:
Information was later received that the patient was again experiencing worsening depression that was possibly related to the implant procedure, device, and stimulation. The event is mild and has not recovered/ resolved. No further relevant information has been received to date.

Event description:
Information was later received that the patient's worsening depression has recovered/ resolved. No other relevant information has been received to date.